Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved a chemoclave® bag spike where the customer reported that the device had a faulty spike clave which did not allow chemotherapy to flow into the spiros despite the spiros back priming successfully. The faulty spike clave had to be removed from the chemotherapy and another one inserted. There was patient involvement, but unknown delay in therapy and unknown adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device is available for evaluation but it has not yet been received.